Manufacturer narrative:
As a result of a re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Reported stated osseointegration failure. On investigation, dentist subsequently stated that the implant failed due to patient bone condition and required explantation.